Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving lioresal (unknown concentration at 1 mg, qd) via an implantable pump for an unknown indication for use at an unknown start date. The approximate start date was 8 years ago. On (B)(6) 2017, upon filling the pump, approximately 15 ml of baclofen went extravasated. This was probably due to the patient's own motion. On aspiring the rest of the pump, it showed 5 ml, so it was therefore estimated that "15 ml a 2 mg went s.c (extravasation)." The patient remained in intensive care overnight for monitoring. The patient had been completely free of symptoms and completely recovered on an unknown date. The event involved or prolonged inpatient hospitalization. The causality of the event was not reported, but the extravasation was assessed as suspected with the drug intrathecal baclofen in context of device related complication. No further complications were reported or anticipated. Concomitant medications were not reported, although a second regimen of lioresal intrathecal was reported as a dose of 20 ml with no timeframe. Historical conditions were not reported. The patient's current condition included status-post drowning accident eight years prior.